Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a pinched tube coming from the vacuum. Releasing the tube fixed the issue. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) autofill errors. There was no patient involvement.